Event description:
It was reported that a user experienced high blood glucose while disconnected from the ilet system and using backup subcutaneous insulin via pen; the user sought dosing guidance, and the agent directed the user to contact a healthcare professional for medical advice. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that there was insufficient information about a potential device problem and no findings were available, with no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.